Manufacturer narrative:
Pump received with unresponsive act button due to flattened dome and no crease. No cosmetic damage. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button is not responsive. Customer's blood glucose was 146 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.